Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia (specific date not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced abscess and infection at the implant site. Subsequently, the patient was hospitalized from (B)(6) 2025. The patient was treated with IV antibiotics on (B)(6) 2025 and underwent an incision and drainage revision surgery on (B)(6) 2025; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.